Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that after multiple attempts, the physician was unable to place the left ventricular (lv) lead due to patient safety concerns. The lv lead was not used and the patient was downgraded from a bi-ventricular implantable cardioverter defibrillator (ICD). An implantable cardioverter defibrillator (ICD). The patient is enrolled in the wrap-it study. No patient complications have been reported as a result of this event.